Manufacturer narrative:
There was no known patient involvement the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report has been provided. Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per the IFU, it was placed outside of the operation theater during use from (B)(6) 2019 with the fan of the device positioned opposite to the patient. The estimated distance between the surgery field and the device is about 1 meter. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera and mycobacterium gordonae. There is no known patient involvement.